Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified a break and a retraction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dr80810 pta balloon dilatation catheter allegedly experienced a break and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) lbs.